Event description:
An arterial closure device malfunctioned during deployment within the femoral artery causing normal blood flow to be obstructed. The patient developed right lower leg pain and mottled appearance. A subsequent arteriogram proved the obstruction. Dr. Was notified by another md of the complication. Patient was sent to surgery for repair.